Event description:
A home patient contacted baxter's technical service center to report the "patient line (of the homechoice set) leaking from the tip where the patient connects". Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was reported at the time of initial report.